Event description:
It was reported that during the device changeout procedure, the device was hooked up and was to be placed into the pocket. The pocket was being modified to fit the new device and the physician inadvertently cut the left ventricular lead. The lead was then capped and replaced. As the representative did not have another compatible lead for the new device, the device that was to be implanted was not used. A new device was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).